Event description:
Rep reported via a phone conversation that when the device was removed from the package and tested, a leak was found at the proximal end of the peritoneal catheter where it meets the valve. Device was never implanted and there was no delay greater than 30 minutes. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4). An initial is being generated to submit an MDR reclassifying the incident as a malfunction. Upon completion of the investigation it was noted that the valve was returned for evaluation. The investigation of the returned valve did not confirm the problem reported by the customer. The lot number was 162253, with serial number (B)(4), product code ns0308. The position of the cam when valve was received was at 200mmh2o. The valve was visually inspected, no defects were noted. The valve was tested for leaks and no leaks were found. A review of the history device records confirmed the valve conformed to the specifications when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.